Event description:
Boston scientific (bsc) crm received information that during this initial implant procedure, the physician attempted to implant right ventricular (rv) lead. The physician attempted this lead in two different rv positions and observed high threshold measurements, so he elected to implant another rv lead. The physician proceeded with the right atrial (ra) lead, however, did not screw the helix in the tissue as the hospital staff had a difficult time reading the pt's blood pressure during the entire case. Anesthesia was requested to help with the procedure which the sales representative (sr) confirmed was not normal protocol. The physician elected to stop the implant procedure as the pt became unstable. The pt died after the physician closed the pocket without any products left in the pt.

Manufacturer narrative:
Upon receipt at our post market quality assurance lab, this right ventricular (rv) lead was thoroughly analyzed. Resistance and pressure tests were completed, verifying the lead's electrical performance and insulation integrity. Analysis confirmed the lead successfully passed all electrical testing, thereby eliminating any electrical discontinuity or electrical shorting in lead components. The ra lead and rv lead are currently still in analysis. Upon completion from analysis, this event will be updated appropriately.